Event description:
The report stated that the generator failed its self test that it performs at start up. This prevents the use of the generator.

Manufacturer narrative:
Testing determined one of the generator pcas needed to be replaced.